Manufacturer narrative:
The device was received on 12/17/2008. Investigation is not complete.

Event description:
The customer contact reported the pt received more medication than intended. At 0800, the pump was programmed to deliver an unspecified concentration of heparin at a rate of 18 ml/hr and the delivery was started. No further programming parameters were provided. At 1200, the nurse noted the heparin container was empty. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.